Manufacturer narrative:
According to the customer, the legs of the shower chair collapsed in the shower causing her to fall on her arm. Customer had to have two men help her up and states she needed to go to the chiropractor for her arm that she hurt. No additional information at this time. It has been determined that the reported event caused or contributed to serious injury requiring medical intervention, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, the legs of the shower chair collapsed in the shower causing her to fall on her arm. Customer had to have two men help her up and states she needed to go to the chiropractor for her arm that she hurt.